Event description:
It was reported that a dissection occurred, which was treated using an additional stent. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. After the initial tcar procedure, the patient awoke and was unable to move his right arm. The surgeon elected to re-open the patient and perform another tcar. He believed the stented portion needed to extend into the common carotid artery (cca). The surgeon accessed the cca and reviewed the external and internal carotid arteries along with the brain from imaging. He stated everything looked good, and there were no blockages in the stent or the cranial vessels. However, the surgeon did suspect there might be a dissection at the bifurcation of the carotid. A third stent was placed to cover the dissection. There were no further patient complications as a result of the dissection.

Manufacturer narrative:
Updated fields: e1 - initial reporter email.

Event description:
It was reported that a dissection occurred, which was treated using an additional stent. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. After the initial tcar procedure, the patient awoke and was unable to move his right arm. The surgeon elected to re-open the patient and perform another tcar. He believed the stented portion needed to extend into the common carotid artery (cca). The surgeon accessed the cca, and reviewed the external and internal carotid arteries along with the brain from imaging. He stated everything looked good, and there were no blockages in the stent or the cranial vessels. However, the surgeon did suspect there might be a dissection at the bifurcation of the carotid. A third stent was placed to cover the dissection. There were no further patient complications as a result of the dissection.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that a dissection occurred, which was treated using an additional stent. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. After the initial tcar procedure, the patient awoke and was unable to move his right arm. The surgeon elected to re-open the patient and perform another tcar. He believed the stented portion needed to extend into the common carotid artery (cca). The surgeon accessed the cca, and reviewed the external and internal carotid arteries along with the brain from imaging. He stated everything looked good, and there were no blockages in the stent or the cranial vessels. However, the surgeon did suspect there might be a dissection at the bifurcation of the carotid. A third stent was placed to cover the dissection. There were no further patient complications as a result of the dissection.